Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 58 mg/dl. Reportedly, the customer was not using the continuous glucose monitoring system. As the customer was on the verge of passing out and was incapacitated, contact brought the customer juice and sugar pills. Recommendation was made to consult with healthcare provider regarding diabetes management.